Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation on (B)(6)2025. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a pentaray nav and the irrigation issue was noted during the device used on the patient. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on 17-mar-2025. The suspected device for the reported flow/irrigation issue was the catheter. The issue was noted during the device was used on the patient. The flushing speed was found to be low water flow. Steps taken to resolve the issue was flushed water, replaced irrigation tubing at position of the pump and replaced the catheter. The correct catheter settings were selected on the generator. There were issues with flow rate change at the start of the ablation. Additional information was requested to obtain clarification to this complaint. However, no further information has been made available. This event was originally considered non-reportable, however, bwi became aware on 17-mar-2025 that the irrigation issue was noted during the device used on the patient and have reassessed this issue as reportable. The awareness date for this reportable issue is 17-mar-2025.